Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when the surgeon attempted to place clip on the cystic duct, the clip did not form properly. The clip was removed and the surgeon tried to place new clip over the duct. This was also not successful so a new clip applier was opened and worked as expected to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument had no clips in the tube, the red indicator was visible in the window and the instrument had been cycled through the end of application safety interlock. Disassembly of the instrument confirmed the firing handle had broken in a manner consistent with cycling through the end of application safety interlock. The interlock feature is designed to prevent the jaws from closing once all clips have been applied. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the broken firing handle may occur if an attempt is made to cycle the handle after the safety interlock feature was engaged. If information is provided in the future, a supplemental report will be issued.